Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, we are unsure why the sheath separated. It is possible that it was due to adverse patient anatomy in the way of scar tissue or severe calcification, or possibly tortuosity of the vessel or it may have been due to the advancement of another product through the sheath. Labeling on the product packaging does warn: "warning: all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." We can advise that this product is inspected 100% to ensure that there is no damage to the sheath prior to shipping.

Event description:
The sheath separated during use. Surgery was required to remove the separated segment.